Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead was removed from service due to pacing impedance measurements less than 200 ohms and pacing inhibition which resulted in greater than two seconds of asystole. No additional adverse patient effects were reported.